Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 113 mg/dl and the sensor glucose was 121 mg/dl at the time of the incident. Customer had some erratic blood glucose and lows and it could not keep up with it. Customer had a couple of lows due to low sensor glucose values. Yesterday afternoon, the blood glucose was 233 mg/dl and had a small snacks. Customer's blood glucose was 62 mg/dl and when he tested as he got alert before low. The blood glucose values were 142 mg/dl, 113 mg/dl, 151 mg/dl. Customer advised to return sensor back to us and that I would send a replacement sensor. Customer declined troubleshooting for the sensor glucose verses blood glucose and suspend on before low. Customer's mother gave him some juice about a half a cup of juice and protein. Customer also reported calibration not accepted error. The device will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensors failed per specifications due to high readings. See attached file for more details.